Manufacturer narrative:
The unit was received with blank display and constant tone due to moisture damage on the electronics assembly. The unit was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. The device was received with moisture-damaged motor, vibrator, keypad and battery tube assemblies. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The patient reported via phone call that his insulin pump was dropped in water while he was in jail. The patient's insulin pump had scratches on the display; fluid entered the display and caused a blank display anomaly. The patient's blood glucose at the time of incident was 39 mg/dl. The patient was treated with food. The insulin pump went blank immediately after the moisture exposure. The insulin pump was returned for analysis.